Event description:
It was reported that on (B)(6) 2024, 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. The device was implanted. After the procedure, intra operative echocardiogram (echo) showed small to moderate effusion, but the effusion was stable. On (B)(6) 2024, echo showed pericardial effusion, but it was smaller compared with last night echo. The patient got discharged into group home. On (B)(6) 2024, patient brought to emergency room and treated for influenza a, urinary tract infection (uti) and after ruling out sepsis, urosepsis, acute systemic inflammatory response syndrome (sirs). On (B)(6) 2024, a small pericardial effusion was noted in echo but there was no evidence of hemodynamic compromise. On (B)(6) 2024, patient got discharged into group home. On (B)(6) 2024, patient presented in the emergency department (ed) with substernal pain, a computed tomography angiography on chest and echo confirmed moderate pericardial effusion with tamponade physiology. On (B)(6) 2024, a pericardiocentesis was performed and a 800cc fluid was removed. Post echo confirmed no residual pericardial effusion. On (B)(6) 2024, pericardial drain was removed and patient was reported in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. The device was implanted. After the procedure, intra operative echocardiogram (echo) showed small to moderate effusion, but the effusion was stable. On (B)(6) 2024, echo showed pericardial effusion, but it was smaller compared with last night echo. The patient got discharged into group home. On (B)(6) 2024, patient brought to emergency room and treated for influenza a, urinary tract infection (uti) and after ruling out sepsis, urosepsis, acute systemic inflammatory response syndrome (sirs). On (B)(6) 2024, a small pericardial effusion was noted in echo but there was no evidence of hemodynamic compromise. On (B)(6) 2024, patient got discharged into group home. On (B)(6) 2024, patient presented in the emergency department (ed) with substernal pain, a computed tomography angiography on chest and echo confirmed moderate pericardial effusion with tamponade physiology. On (B)(6) 2024, a pericardiocentesis was performed and a 800cc fluid was removed. Post echo confirmed no residual pericardial effusion. On (B)(6) 2024, pericardial drain was removed and patient was reported in stable condition.

Manufacturer narrative:
An event of moderate pericardial effusion with tamponade after over a month of device implant was reported. A pericardiocentesis was performed and a 800cc fluid was removed. Field indicated that pericardial drain was removed and patient was reported in stable condition. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.